Manufacturer narrative:
The investigation determined the event was due to a reagent handling issue at the customer site. The customer was not inverting the reagent pack. Product labeling states: "carefully invert reagent container several times prior to use to ensure that the reagent components are mixed." The customer confirmed that after they began inverting the reagent prior to use and recalibrated, the issue was resolved.

Manufacturer narrative:
The c501 module serial number was (B)(6). H3 other text : na.

Event description:
We received an allegation of discrepant results for 1 patient sample tested for benzodiazepines plus (benz) on a cobas 6000 c (501) module. The result from the c 501 module was "positive." The specific result was not provided. The positive result was reported outside of the laboratory where it was questioned. The sample was not repeated on the c501 module. The sample was sent for testing by liquid chromatography-mass spectrometry (lc/ms) and the result was "negative." The negative result was believed to be correct.